Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention. The patient's blood glucose levels reached an unknown level while wearing the pod between 36 and 48 hours. It was also reported that the pod came off the infusion site. Symptoms reported include vomiting, and numbness throughout body and feeling like passing out. The patient was treated with an IV (intravenous) drip and medications for nausea (zofran, helgin and compazine). The patient was released the same day. The pod was removed at the hospital and discarded.